Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip and scratched case during visual inspection. The pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No excessive no delivery alarms were noted. The pump was received with no damage to belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with manual injections. The customer was in the hospital for high blood glucose readings. The customer had symptoms such as thirstiness and urination. The customer stated that there were excessive no delivery alarms. The customer stated that the no delivery alarms were recurring. The customer stated that the issue has not been resolved. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.